Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2002 and a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient underwent two right hip revision procedures on (B)(6) 2011 and (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure for the left hip. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2002 and a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient underwent two right hip revision procedures on (B)(6) 2011 and (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. There has been no reported revision procedure for the left hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes report cloudy, tannish-gray fluid; metal-stained soft tissue and metallosis; inflammation; metal debris; a nodule; erosion around the lateral anterior aspect of the acetabular cup; necrotic-appearing debris; bony erosions around the acetabular component and femoral calcar; oxidation and fretting between the head and trunnion; and histocytic areas of hypertrophic granulation tissue and areas of bone loss. The head and cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03685 / 03687).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-03685 / 03687 and -06058).